Event description:
It was reported that the insulin cartridge was leaking inside the ilet, leading to fluctuating and high blood glucose recorded at 401 mg/dl. The user removed the ilet and requested replacement; the user also reported supply issues with receiving steel sets instead of preferred teflon sets and had no remaining supplies. Customer care provided support and assistance which included customer service troubleshooting, and coordination for in-person retraining, along with a goodwill shipment of infusion sets and cartridges. Investigation of this case revealed user technique concerns during supply changes and use not aligned with training, with potential defective or incompatible consumables considered. Symptoms included headache associated with hyperglycemia. Outcomes included temporary interruption of pump therapy and the need for backup therapy guidance. It was concluded that retraining and correct supplies should address the issue, without hospitalization. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.